Event description:
Pt had a chest x-ray today which showed that jejunostomy tube was fractured. Pt came to "dvi" and the tube was changed and the fractured part was retrieved. (The tube had been in place since january 2002). This is the second occurrence on this pt.